Event description:
It was reported that a malfunction alarm occurred with the code malf 0. There was no adverse impact to the customer's blood glucose level. Customer was assisted with resetting the pump by cts, who provided pump reset information, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.